Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 503 mg/dl. Customer's other blood glucose value was 400 to 500 mg/dl. The customer was treated with insulin pump. Based on customer report customer does not allege pump was under delivering. The insulin pump was not expected to be returned for analysis.